Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left brachial vein. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds however the balloon ruptured at 12 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using the same size non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).